Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; g3; h2; h3; h6. Proposed component code: mechanical (g04) ¿ rasp. Visual examination of the returned product identified the device had fractured at the inserter hole tab. There is visible wear to the post and to the teeth on the body of the device. No fractured off pieces were returned, therefore it is unknown if all pieces were retrieved. The length of the device was checked per the print to verify the device and found to be in specification. Device has a potential field age of around 4 years. The complaint was confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the broach was broken. There was no harm or health consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.